Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that patient had an unrelated surgical procedure where the device was not placed into surgery mode. Subsequently, the ipg was unable to communicate with external devices. Programmer displayed error messages ¿problem with generator¿ and "generator is not responding.¿ troubleshooting will need to be attempted by an abbott representative to try to recover ipg and restore therapy. If attempt is unsuccessful, surgical intervention may be planned to address this issue.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy restored post-op.

Manufacturer narrative:
A patient underwent an unrelated surgery wherein the patient's ipg was not placed into surgery mode was reported to abbott. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction - section h7: added additional remedial tasks. The reported event for no ipg communication was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg no longer communicated following an unrelated procedure that occurred in (B)(6) of 2023. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery.